Manufacturer narrative:
The insulin pump received with all buttons responding properly. No damage or moisture damage on keypad assembly and no unlocked printed circuit board keypad connector noted during visual inspection. The insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected hardware low levels alarm during testing however, hardware low levels alarm, is located in the formatted history file due to cold solder joints at connector of the keypad assembly. The insulin pump received with scratched case, cracked select button keypad overlay, keypad overlay texture damage, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed a pump errror and the self test failed twice. Customer's blood glucose was 194mg/dl at the time of incident. Troubleshooting also found that the pump keypad buttons do not work well. The customer was also advised that the device would be replaced and agreed to return the product for analysis.